Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly and the device was difficult to fire. The surgeon manually sutured to complelte the procedure. The hospital has reported no patient injury occurred.